Manufacturer narrative:
No unexpected frozen screen anomalies noted during testing. The time advanced properly. No unexpected button error alarms noted. The pump had intermittent button response on the act button due to corroded keypad traces. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was stuck in the utilities screen, and when he changed the batteries the pump alarmed with a button error. The patient's blood glucose at the time of incident was 210 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.